Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user's misunderstanding of erratic results.

Event description:
Consumer reported complaint for erratic test results. The customer is concerned with tests results from results obtained of 145 mg/dl. The customer's expected non-fasting blood glucose test result range is 70 to 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2019, a back to back blood test was performed by the customer non fasting and produced test results of 145 and 118 mg/dl . The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 10/21/2017 and open vial date is 08/28/2016. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for erratic test results. The customer is concerned with tests results from results obtained of 145 mg/dl. The customer's expected non-fasting blood glucose test result range is 70 to 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6), a back to back blood test was performed by the customer non fasting and produced test results of 145 and 118 mg/dl . The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 10/21/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6).